Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to mesoappendix on a laparoscopic appendectomy, the staple load would not completely close on the tissue. They used a new staple cartridge and it worked fine. There was no patient injury.